Manufacturer narrative:
The manufacturer previously received information alleging a ventilator failed testing during preventative maintenance. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, plastic on obm housing, front enclosure, handle and top plate enclosure were replaced. The device passed all testing.

Manufacturer narrative:
H3 other text : device anticipated to be evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator failed testing during preventative maintenance. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.